Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6).

Event description:
The international philips field service engineer (fse) reported a touch screen was misaligned and could not be calibrated during preventative maintenance (pm). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the international philips field service engineer (fse) and confirmed the reported issue. The fse replaced the touch screen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.

Manufacturer narrative:
The touchscreen was returned to failure investigation. Visual inspection of the touchscreen assembly revealed evidence of a deep scratch on the touchscreen. A failure investigation (fi) technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue of touchscreen failure. The touchscreen passed all testing. The only issue found is the unacceptable damage/scratch.